Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the 25° curved tip of the returned suturelasso had broken at the laser weld with the shaft. The tip was not returned for inspection. The observed condition of the breakage point is most likely the result of prying/leveraging the tip during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart repair surgery when the tip was inserted into the structure it came loose (broke) and fell into the joint. It happened in the first approach and without much effort. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.